Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing site: (B)(4). Manufacturing date: september 03, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during. A manufacturing evaluation was completed: a piece of about 36mm of the forefront, including the cutting edges, is broken off and was not sent back for evaluation. At the bottom of the nut are heavy stress marks visible. The relevant dimensions of the present device were checked and no deviation from the specification could be detected. The manufacturing documents were reviewed and no complaint related issues were found. Back then the correct material was used and the hardness was within the specification. Based on the provided information and without the missing fragment we are not able to determine the exact cause of this occurrence. It is likely that a mechanical overload by applying to much force during a pulling maneuver did lead to this breakage; this would also explain the clearly visible heavy stress marks at the bottom of the nut. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during checking of the set, it was noted that the device was broken. There was no patient or procedure involvement. (B)(4).